Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle bends easily and more quickly upon contact with bone, and the catheter is more difficult to insert into the epidural space; it bends as if it were more flexible than before." Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.